Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that he had been experiencing high blood glucose levels and the insulin pump had alarmed no delivery alarms. Customer's blood glucose was over 400 mg/dl. Customer's blood glucose at time of call was 305 mg/dl. Customer treated his high blood glucose with the insulin pump. During troubleshooting, customer was assisted in performing the high pressure test, the test passed. After troubleshooting, customer was advised to talk to the healthcare professionals regarding unexplained high blood glucose. Customer will not be returning the device for analysis.